Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to dvt (deep vein thrombosis)/pe (pulmonary embolism) and esophageal ca (cancer) status post chemotherapy and radiation. Patient is alleging vena cava perforation, organ perforation (mesenteric), 2 post-implant pes, 3 post-implant dvts, and caval thrombosis/thrombosed ivc (inferior vena cava). The patient is further alleging limited function of [the patient's] legs, anxiety/worry, mental anguish, stress, and limitations on work activities/standing or walking long periods/exercise. Per a report from CT (computed tomography), "an ivc filter is present. There is complete thrombosis of the ivc and both common and external iliac veins" per a report from CT, "ivc filter is unchanged in position." "Chronic occlusion of the ivc inferior to the ivc filter which is in satisfactory position. There is also chronic occlusion of the common iliac veins. There is no complete occlusion of the proximal/mid external iliac veins. There may be a persistent occlusive thrombus within the distal left external iliac vein. [The physician] cannot exclude a persistent occlusive thrombus within the femoral veins." Per a report from CT, "there is an ivc filter in satisfactory position below the level of the renal vein. The lower prongs project beyond the wall of the ivc but no associated complication is seen. The ivc is small in size at and below the level of the stent."

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism, organ (mesenteric)/vena cava perforation, deep vein thrombosis (dvt), caval thrombosis, limited leg function, anxiety/worry, mental anguish, stress, and limited physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported limited leg function, anxiety/worry, mental anguish, stress, and limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.